Event description:
A customer reported that their facility noticed extravasation of the vein within patients. The facility had switched to onelink products and had been using them for last two weeks. When using the extension sets with power injectors, they were noticing extravasation of the vein in patients. The event occurred during patient use, however, medical intervention was not reported. No additional information is available at this time, as the customer requested to not be contacted.

Manufacturer narrative:
(B)(4). The exact event date was not reported, however, the event is known to have occurred in (B)(6) 2013. The sample is not available for evaluation by baxter. If any additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer did not return a sample for evaluation. It wasn't possible to perform a batch file review as no batch number was provided. If additional relevant information becomes available, a follow up report will be submitted. The package label and directional insert were reviewed and found to be sufficient in providing information on the use of the product.